Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing and noise. The patent was digging a hole at the time of the shock. The sensing vector at the time of the shock was set to the secondary sensing vector. Technical services discussed some testing and to get another reference electrogram. There were no additional adverse patient effects. The system remains implanted.